Manufacturer narrative:
Citation: attizzani, g. Md et al. Comparison of local versus general anesthesia following transfemoral transcatheter self-expanding aortic valve implantation (from the transcatheternvalve therapeutics registry). The american journal of cardiology. 2018; 123(3):419-425. Doi: 10.1016/j.amjcard.2018.10.041 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes after the use of local, versus general anesthesia following transcatheter aortic valve (tav) implantation. All data were collected from the transcatheter valve therapies registry between january 2014 and june 2016. The study population included 1,988 patients who received the tav with local anesthesia and 1,988 patients who received the tav with general anesthesia patients (predominantly female, mean age 81years) all of which were implanted with a medtronic corevalve or an evolutr valve. No serial numbers were provided. Among all patients, adverse events included: paravalvular leak (pvl), myocardial infarction (mi), cerebral vascular accident (cva), transient ischemic attack (tia), vascular complications, electrocardiogram (ECG) changes, permanent pacemaker or defibrillator implant, coronary compression/obstruction, cardiac arrest, atrial fibrillation (afib), dissection, perforation, cardiac surgery, reintervention, valve dislodgement and percutaneous coronary intervention (pci). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.